Event description:
Caller states the pt tested 566 mg/dl and 227 mg/dl on the inform system within 10 minutes. No treatment information provided. Caller states within 10 minutes of 227 mg/dl result, patient tested 96 mg/dl on a comparison lab. No adverse event reported. Requested return of suspect system and replacement was sent. Comparison occurred in a medical facility.